Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the right ventricular lead exhibited high lead impedance. All other electrical measurements were in range. It was noted that the patient had underwent a device change on (B)(6) 2017 previously. On (B)(6) 2017, the patient was brought into clinic for follow up. Isometric testing and pocket manipulation was performed and noise was produced. No intervention was performed. The patient was in good condition.

Event description:
New information on (B)(6) 2017 stated that the patient presented in the operation room. The right ventricular lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure and suffered no adverse events.